Event description:
It was reported that the wick is very painful. No additional information provided. No troubleshooting was provided. No medical intervention was reported. As per follow up information received via mail on 07feb2026, it was reported that labia discomfort from dry wick. Patient inserted wick per directions upon turning in for the night. However, no urine produced for 1.5 to 2 hours of sleep. Dry wick caused irritation of labia during this time. Also, in the process of turning over in bed during the night, patient experienced a painful groin pull due to trying to retain wick in place. Groin pull so painful, patient was taken to local hospital emergency room and treated for pulled groin muscle. In addition, hose pulled loose from wick causing urine spillage later that night. The bd purewick device makes a lot of sense, and the customer's experience with the device when in the hospital was very positive. However, she has not been able to adapt to using the device at home. There seems to be a difference in lying in a narrow hospital bed and using it at home in a queen sized bed which allows more freedom to toss and turn. In addition, the siphon tube for the home device is only 6in long and does not allow much freedom to move in bed.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings. Could not determine the cause of the reported event based on the photo sample received. A photo sample of an unopened purewick female external catheter was returned. The catheter appeared to be assembled correctly and no damage was noted. Could not be determined if the catheter met specification based on the photo sample. Unable to determine the cause of the reported event, as the patient anatomy is unknown. The reported event is addressed within the labeling as it states: setup: connect the canister to wall suction and set to a minimum of 40 mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick urine collection system user guide for further information. Using standard suction tubing, connect the purewick female external catheter to the collection canister. Peri care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewick female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick female external catheter is positioned. Warnings: do not use the purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. Precautions: do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction. Recommendations: prior to connecting the purewick female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Replace the purewick female external catheter every 8 to 12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: a, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states wick is very painful. No additional information provided. No troubleshooting was provided. No medical intervention was reported. As per follow up information received via mail on 07feb2026, it was reported that labia discomfort from dry wick. Patient inserted wick per directions upon turning in for the night. However, no urine produced for 1.5-2 hours of sleep. Dry wick caused irritation of labia during this time. Also, in the process of turning over in bed during the night, patient experienced a painful groin pull due to trying to retain wick in place. Groin pull so painful, patient was taken to local hospital emergency room and treated for pulled groin muscle. In addition, hose pulled loose from wick causing urine spillage later that night. The bd purewick device makes a lot of sense, and patient experience with the device when in the hospital was very positive. However, she has not been able to adapt to using the device at home. There seems to be a difference in lying in a narrow hospital bed and using it at home in a queen-sized bed which allows more freedom to toss and turn. In addition, the siphon tube for the home device is only 6' long and does not allow much freedom to move in bed.